Event description:
Can't get tampon string out- vagina [foreign body in reproductive tract]. Discomfort where the tampon is, inside - vagina [vulvovaginal discomfort]. Discomfort where the tampon is, inside [medical device site discomfort]. Tampon string broke [device breakage]. Case narrative: consumer reported via phone that tampon string broke. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Can't get tampon string out- vagina [foreign body in reproductive tract] discomfort where the tampon is, inside - vagina [vulvovaginal discomfort] discomfort where the tampon is, inside [medical device site discomfort] tampon string broke [device breakage] case narrative: consumer reported via phone that tampon string broke. No serious injury reported.